Event description:
It was reported that during a da vinci si hysterectomy procedure, while performing a vaginal cuff closure and using the fenestrated bipolar forceps instrument, unintended cautery occurred. The planned surgical procedure was completed and no patient complications were reported.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was not returned for failure analysis, however, isi field service engineering investigation concluded that the issue experienced by the customer was associated with a non isi supplied cautery cable that connects the instrument to the electrical surgical unit (esu). When the surgeon moved the patient side manipulator (psm), the cautery cable also moved, thus causing unintended cautery activation of the instrument. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. Replacement of the cautery cable resolved the issue experienced by the customer. An additional investigation conducted by engineering included a review of the system and tool error logs which did not indicate any system faults or errors that would have caused or contributed to the issue experienced by the site. On (B)(4) 2010, isi field service engineering follow-up with the site revealed that there were no recurrences of the issue. As of (B)(4) 2010, the site has continued to use the da vinci si system with no reported adverse events.

Manufacturer narrative:
(B)(4).